Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiple cesarean sections and parity 3. Previously administered products included for an unreported indication: oral contraceptive and depo-provera. Concurrent conditions included dyspareunia, endometriosis, menorrhagia, dysmenorrhea, fatigue, nausea, dysmenorrhea, vaginal discharge, headache, weakness, breast pain, chlamydial infection, pelvic mass, cesarean section (cesarean section (2004, 2006, 2008)), genital hemorrhage, heavy periods, fatigue, nausea, bleeding intermenstrual, dysmenorrhea, painful periods, vaginal discharge, nipple tenderness, headache, breast pain, vaginal discharge, pelvic mass and hypertension. Concomitant products included azithromycin, iron, ondansetron (zofran) and sumatriptan. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), cervicitis ("reproductive system disorder or condition type of disorder or condition: mild chronic cervicitis"), adenomyosis ("myometrium focal adenomyosis") and endometriosis ("endometriosis"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("lower abdominal pain"), appendix disorder ("surgery (other) type of surgery: appendix") and post procedural haemorrhage ("I hemorrhaged after surgery and had to have surgery 2 more times"). The patient was treated with surgery (to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and abdominal pain lower had resolved and the anaemia, dysmenorrhoea, mood swings, hot flush, migraine, headache, cervicitis, adenomyosis, endometriosis, vaginal discharge, menstruation irregular, appendix disorder and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anaemia, appendix disorder, cervicitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, post procedural haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. She did receive 4 units of packed red blood cells in the perioperative time on the second hospital day diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received. Essure implant and explant date updated. Following events were added: bleeding, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hot flashes, migraines, headaches, reproductive system disorder or condition type of disorder or condition: mild chronic cervicitis, myometrium focal adenomyosis, endometriosis, vaginal discharge, weight gain, irregular periods, lower abdominal pain, surgery (other) type of surgery: appendix and I hemorrhaged after surgery and had to have surgery 2 more times. Event outcome added for: pain, lower abdominal pain, abnormal bleeding (vaginal), menorrhagia, bleeding, dyspareunia (painful sexual intercourse) and fatigue. Medical history, lab data, historical and concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.